Event description:
It was reported that a venous closure of the common femoral vein was attempted using a proglide device after an ablation interventional procedure using a 7f sheath. Reportedly, there was strong resistance advancing the proglide over the guide wire and it did not pass the guide wire exit port. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty advancing the device over the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use, states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, the absence of femoral angiogram would not have contributed to the reported difficulty advancing the device over the guide wire. The reported difficulty advancing the device over the guide wire was concluded to be related to a potential product quality issue. The issue is being addressed as per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatments appear to be related to circumstances of the procedure.